Event description:
Device 1 of 5: reference MFR. Report #: 3006705815-2018-02977; reference MFR. Report #: 3006705815-2018-02978; reference MFR. Report #: 1627487-2018-11917; reference MFR. Report #: 1627487-2018-11918.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR. Report #: 3006705815-2018-02977, reference MFR. Report #: 3006705815-2018-02978, reference MFR. Report #: 1627487-2018-11917, reference MFR. Report #: 1627487-2018-11918. It was reported the patient experienced pain at the ipg site while sitting, stretching or after movement such as walking. At times, the patient states the pain extends to the front abdominal area. The surgical scar is tender. As antibiotics did not resolve the issue and redness was extending to the midline incision, the physician opted to explant the scs system.